Event description:
The customer reported that the insulin pump alarmed during prime and rewind. The blood glucose was 103mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a protruded/loose drive support disk. The device had scratched display window and cracked reservoir tube lip.